Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion, the left proximal cylinder was out of corpora and sitting in scrotum. It was also noted that the device was not working properly due to fluid loss, it was also observed air in the system and the cylinders wore out. The cylinders and pump were explanted and replaced. There were no further patient complications reported.